Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately ten weeks post deployment of a vena cava filter, the filter was successfully captured and retrieved. Upon removal of the filter, visual inspection allegedly identified a foreign substance or material around the limbs of the filter. It was unknown if the foreign material or substance around the filter limbs was present prior to the retrieval of the filter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned without the product packaging or label. The legs of the filter were bound by a solid black band. The black band was removed from the filter and all limbs of the filter were present and uncrossed. The black band was sent out for further evaluation. The foreign material was determined to be a hemostasis valve that connects to the 9fr sheath from the snare retrieval kit. Functional/performance evaluation: functional testing of the device was not required. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the filter was returned. The inner hemostasis valve of the snare retrieval assembly was wrapped around the legs of the filter. The investigation was unconfirmed for foreign material as it was determined to be a hemostasis valve from the snare retrieval device. The root cause for the reported event is most likely user related as pulling the filter through the 9f sheath is the only way the hemostasis valve of the snare retrieval device could detach and wrap around the legs of the filter upon removal from the sheath. The IFU states, "once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath." The filter should not be retracted all the way through the 9fr sheath. Labeling review: the current IFU states: optional procedure for filter removal collect and prepare the following equipment for use: dual retrieval sheaths, 9f i.d. And 11f i.d. Introduce and advance the 11f retrieval sheath with dilator over the guidewire. Remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. Insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. Slowly advance the loop forward over the filter snare hook. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Advance the retrieval sheath in the caudal direction until it covers half of the filter. While keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare. Retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. Once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately ten weeks post deployment of a vena cava filter, the filter was successfully captured and retrieved. Upon removal of the filter, visual inspection allegedly identified a foreign substance or material around the limbs of the filter. It was unknown if the foreign material or substance around the filter limbs was present prior to the retrieval of the filter. There was no reported patient injury.